Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date during duodopa therapy titration, the patient experienced a febrile infection. On (B)(6) 2018, the patient died in the clinic due to the infection with fever. It was unknown if an autopsy was performed. No further information was available.